Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was found to be damaged during a procedure, and the instrument still had 16 usage lives remaining. This instrument can no longer be used because the tips of the jaws have a broken pulley wire sticking out. The jaws were flimsy, weak, wiggle as unsteady, and instrument was unable to be used for the case. It was not used on the patient for the case. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.